Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs) during a transfemoral transcatheter aortic valve replacement (tavr) the 26mm commander delivery system (ds) balloon burst and part of the balloon became stuck within the deployed valve. The frame of the initial valve was damaged during balloon removal. After applying significant force to remove the ds, as it was getting caught on the inflow of the deployed valve, non-coronary cusp side, the initial valve was pulled out of position. Upon review, it was decided that the valve sat too high to safely leave as is, a valve in valve was done using another 26mm sapien 3 ultra resilia valve, and the second valve was deployed in the 80/20 position. The perceived root cause of the event was stj calcification. The valve was successfully deployed, there was no patient injury, and the patient was in stable condition.